Event description:
Rn found pt very tachypneic and short of breath. Pulse oximeter read 67%. Respiratory therapist checked equipment and found that the "o" ring on the adapter was missing a piece. The humidifier and adapter were replaced. The pt's saturations returned to the 90's.